Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, when the inner sheath was taken outside the patient, the ceramic beak was seen to be broken into two parts. Both parts were identified and sent for decontamination. No death or (unanticipated) serious deterioration in state of health reported.